Event description:
Patient reported using a lancet, with a multiclix lancet system that was previously used by the nurse educator to stick her finger during training. No patient injury or treatment was reported. Patient did not provide the location where the accidental stick occurred. The product will not be returned or replacement shipped, as the patient would not provide his or her address, or any additional information relevant to where or by whom the training was conducted. The multiclix lancet system: lot unk.

Manufacturer narrative:
The suspect product is the multiclix lancet.